Event description:
Upon initiation of bypass a noticed a drop of blood on floor beneath the liva nova oxygenator, on towel placed. It does not impede the function of the oxygenator, nor did it affect the surgery of the patient. Leak subsided and case continued with success.